Manufacturer narrative:
Additional narrative: the customer (patient's father) reported that the c1000t was out of specification when received from homecare provider. The customer reported that he was given 3 or 4 units from the homecare provider which did not function properly; he would return the failed units and was issued replacement units which also failed. However, the homecare provider reported that the c1000t was purchased by the customer in 1995. It is not known who serviced the unit after this purchase. Prior to being returned for evaluation, the c1000t resided with the customer since the reported incident. Co was able to duplicate the reported problem during nondestructive functional evaluation. The flow control valve produced inaccurate flows. The set screw was missing in the flow control knob which caused inaccurate flow selection (and flows) and the flow control knob was cracked. Based on available information, the reported problem was related to maintenance of the device. The unit will be returned unrepaired to the customer.